Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 43 months after the implant oversensing was noted on this lead. The lead and ICD remain implanted. Should additional information be received, this file will be updated.